Manufacturer narrative:
The evaluation of the concentrator was completed on 02/25/2020. It was observed that the concentrator exhibited damage to the shroud and product tank, as was alleged. The front and rear shrouds had separated, and there was visible damage to the hinges and screws that hold the shrouds together. During examination of the unit's interior, it was observed that the product tank cap/regulator was broken. Additionally, the pe valve tubing exhibited dark discoloration, and the unit's sound box was visibly deformed below the product tank. This evidence supports the allegation that the product tank experienced an over-pressurization event.

Event description:
The dealer reported that the product tank within the irc5po2v concentrator exploded and the rear shroud blew off the back of the unit while the end user was eating dinner. The dealer also stated that the tubes within the unit are black.

Manufacturer narrative:
Photographs of the device were provided, which show that the product tank's plastic cap is broken, which is indicative that an over-pressurization event occurred. However, the product tank itself appears to be intact and remains in its intended position within the device. The tubing coming off the sieve bed caps appears to be discolored and sieve material is present within the tubing. This incident is being reported to the FDA out of an abundance of caution, based on the evidence that the product tank experienced an over-pressurization event. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The concentrator was returned to invacare and is pending further evaluation. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The dealer reported that the product tank within the irc5po2v concentrator exploded and the rear shroud blew off the back of the unit while the end user was eating dinner. The dealer also stated that the tubes within the unit are black.